Manufacturer narrative:
Lumenis received patient photos of the reported event when the complaint was received. Reasonable attempts by phone and email were made to obtain further information from the user facility for the reported event including patient information, treatment settings, and sun exposure, however no more information was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded that a stainless steel collar on the et handpiece had been glued on incorrectly by the facility staff. The engineer reported that a new collar was replaced on the et handpiece and the system operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable cause of the reported event to be operator error, a failure on the part of the device operator to follow user maintenance as described in device labeling. Additionally, the healthcare professional stated: "this office glued the silver tip edge cover back on the sapphire tip which created heat in the metal. This results in crusting and superficial burns". A review of device labeling states: "there are no user-serviceable parts, and all service and repair should be performed only by the factory or authorized field service technicians". Additional info october 6, 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained superficial burns around the lips and chin area following laser hair removal treatment with a lumenis lightsheer et laser. No information regarding serious injury or medical intervention to preclude permanent impairment was received.